Event description:
A literature article revealed that during vitreoretinal surgery, the patient experienced mechanical obstruction of trabecular outflow. Current patient condition is unknown. This report pertains to mechanical obstruction of trabecular outflow.

Manufacturer narrative:
Sharma et al., silicone oil and glaucoma-related adverse events in pediatric vitreoretinal surgery. American academy of ophthalmology: 2025-mar-01: 393-399. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging master batch record (mbrs) are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results. Environmental, utility, bioburden records. Sanitization records. Sterilization cycles. Root cause for the complaint condition could not be determined. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4).